Event description:
It was reported that the user was awakened by a low-glucose alert from the ilet system during the night, with a recorded glucose nadir of 68 mg/dl and a subsequent reading of 115 mg/dl at the time of the call; the cause of the hypoglycemic event was unclear. Symptoms included hypoglycemia. Outcomes included user notification via low-glucose alert and patient education regarding alert functionality and glucose ranges. Investigation included troubleshooting and education on low-glucose alerts and operational behavior, including that low-glucose alerts cannot be disabled and do not recur once glucose returns to the target range. Investigation of this case revealed no device malfunction was identified based on the available information and that the alert functioned as designed to notify of low glucose. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.